Event description:
It was reported that during right parotidectomy procedure, four-channel monitoring was being employed. The pi was connected to the nim console via cord. Approximately 40 minutes into the procedure the system began displaying the error "out of measurement range - recalibrating". This was reported to sometimes occur immediately after use of monopolar cutting/sealing, but also occurred at times that did not correspond with monopolar usage. The staff were advised to try utilizing the electrode check function as needed, which did reduce the frequency of the error message being displayed, but did not completely resolve the issue. There was surgery delay by 10 minutes. The procedure was completed with the reported product. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1; product description: patient interface nim4cpb1 nim 4.0; serial/lot # unknown; UDI#: unknown; img code: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.